Event description:
It was reported that the patient was not receiving atrial anti-tachyarrhythmia pacing (atp) from the device during an atrial tachycardia (at) event. This was noticed when the patient was in the clinic. The device was reprogrammed so that the at event was detected as a new episode and was treated with atp which was not successful in converting the patient's rhythm. It is unknown if the device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.